Event description:
The event is reported as: complaint alleges: "hospital is experiencing difficulty in removing the guide inside the tube and that this is something that happens often." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.